Event description:
It was reported that the device would reset itself when powered on. There was no pt involvement associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio found that the cause of the reported failure was determined to be due to a failure of an integrated circuit, designator u23 from the digital pcb assembly. The customer received a replacement device.